Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The investigation results of the data obtained from the data management system indicated that on the day of the event, the eversense cgm system asserted a "battery empty" alert on february 4, 2019 at approximately 3 pm. The "battery empty" alert happens to coincide with the time the user stated the hypoglycemia event occurred. Thus resulting in the gap in data and since the eversense transmitter was powered off and disconnected from the medical mobile application, the eversense cgm system could not alert the user as per design. Additionally, on a previous occasion it was observed that the system did assert the "low glucose alert" on (B)(6) 2019, prior to the reported hypoglycemia event, when the sensor glucose did go beyond the low glucose alert threshold of 70 mg/dl set by the user. The ongoing detection of hypoglycemic events by the system in the days after the reported hypoglycemic event of (B)(6) 2019 was also confirmed (e.g. On 6:04 p.m. On (B)(6) 2019) and the eversense cgm system correctly reported a hypoglycemic event. With the available data, it could not be confirm if the glucose measured by the sensor had any systemic error, during the reported discrepancy by the user.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 7, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and claimed the continuous glucose monitoring system did not alert her. The user did not require medical attention.